Event description:
It was reported that during the initial implant, the right ventricular (rv) lead had intermittent capture when connected to the implantable pulse generator (ipg). The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching of the lead and damage at implant. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the lead was explanted and replaced hours after the surgery.